Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient went to the emergency room due to syncope. Initial testing of the right ventricular (rv) lead indicated the capture threshold was at 1.0 volts at 0.4 millisecond, but later while still in the emergency department the patient's heart rate was in the 30's. When the lead was tested again, the impedance was greater than 9,999 ohms and there was no capture at high outputs with either the unipolar or bipolar configuration. The lead had an apparent fracture. The patient indicated they had fallen from the bed which may have been related to possible lead damage. The lead was capped and replaced. No further patient complications have been reported as a result of this event.